Event description:
A past low blood glucose event was reported by the customer, with the lowest level being 46 mg/dl. There was no reported injury from the low blood glucose event, although the customer did lose consciousness and received assistance from a third party, specifically their husband, who administered orange juice and a glucagon injection. The customer was advised to consult with a healthcare provider to discuss factors affecting their blood glucose levels, which they acknowledged and understood.